Manufacturer narrative:
Batch review performed on 25 august 2020: lot 146437: (B)(4) items manufactured and released on 03-dec-2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date all the items of the same lot have been already sold without any similar reported event. Additional item involved in the event, batch review performed on 25 august 2020: gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot. 148379. Lot 148379: (B)(4) items manufactured and released on 10-jul-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability. The cause of the instability is unknown. 4 years and 11 months after primary the surgeon revised the tibial tray and insert. The surgery was completed successfully.